Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart would seem to shut itself down after about 10 minutes of being on. The power button and monitor would turn off completely, but the camera cart would remain powered on (steady power light and monitor on) and the monitor would display that it's disconnected. When the main cart was disconnected from wall power, the power button would illuminate again and begin to flash, but the monitor would remain off. There was no patient present. Technical services (ts) advised the clinical specialist (cs) to try another outlet without resolution. There was no change when the system was on without the camera cart connected. The cs removed the back panel of the cart, and connected the camera cart and main cart, connect the main cart to power, and turn the system back on. On the ups, all of the lights were illuminated aside from the err light. When the system shut down again about 10 minutes later, only the ac power, batt, v1, & v2 lights were illuminated. All other lights were off. The v1 and v2 lights were also flashing, the computer lights were flashing in time to the v1 and v2, and the fans were cycling.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis through functional testing, and visual/physical examination revealed no failure with this component, there was no fault found. If information is provided in the future, a supplemental report will be issued.